Event description:
On (B)(4) 2012, we were informed of a possible issue concerning our exactamix 2400 compounder. The exactamix 2400 compounder is a 24-port automated compounding device used in the making of total parenteral nutrition (tpn) therapy bags. In this case, we were informed by the facility of an increase in cases of osteopenia in the hospital's neonatal intensive care unit (nicu). After an internal review, the facility determined the tpn therapy bags created for these patients were lacking in sodium phosphate (naphos). The facility has reported no adverse events as a result of this issue.

Manufacturer narrative:
Evaluation codes: method: other unspecified: an investigation was performed by tech support by collecting data to review flow factors, specific gravities, overall bag in range delivery, etc. Results: device performed according to specification. Baxter technical support determined that the exactamix 2400 compounder is operating as intended. Conclusion: user error caused or contributed to event. The customer was not adding the ingredients. Device operated as intended. Baxter technical support did review the customer's flow factors and found the device operated as intended. No device failure. The device did not cause the reported event. According to the pharmacist, ingredients were being manually added in. A manual addition may be necessary when the loaded solution includes an ingredient that meets one or more of these conditions: it is not in the configuration; is not an allowable auto-addition; its ordered volume is less than the 0.2 ml minimum required for use on the compounder. The exactamix 2400 compounder does not have naphos on their configuration. Therefore, the exactamix 2400 compounder will not pump naphos. After an internal review, the customer facility determined this issue was not due to a device failure. Our technical support staff found that the missing ingredient (naphos) was not loaded onto the compounder and that the ingredient was meant to be a manual addition to the tpn bag; however, the pharmacy failed to make the manual addition, and the bags were delivered to patients. Although the facility has reported no adverse events as a result of this issue, our efforts to obtain additional information from the customer have been unsuccessful. For this reason, we are unaware of any medical intervention required for the affected patients, or their final status. A follow-up MDR will be submitted if we are provided additional information from the customer. The root cause of the issue was due to the customer not adding the manual adds. The customer thought that the manual adds were added by the compounder.